Manufacturer narrative:
It was reported by customer that IV tubing leaking at manufacturers joint leading to spill of hazardous drugs. One sample of item 2420-0007 was submitted for quality evaluation. Visual examination was conducted on the sample and two kinks were identified in the tubing. One kink was at the inlet port to the first smartsite in the assembly. The second kink was below the lower pumping segment fitting. The infusion set was then primed to check for leakage, air-in-line and occlusion. When priming the set, leakage was noticed below the lower pumping segment fitting, and upon further inspection the tubing separated from the lower pumping segment. The tubing appears to have some bonding solvent on it, however, it does not appear that there is a sufficient amount of bonding solvent on the tubing surface. The customer complaint of tubing defective was confirmed. After the investigation along with manufacturing and quality operations team, the most possible root cause that generates a component separation is due an incorrect insertion of tubing to solvent dispenser by the production personnel. A quality alert was issued and displayed by the operations team to reinforce the importance of following the assembly instructions with the production personnel. The customer reported the lot number as "unknown." The following device history review was conducted on possible lot numbers based on tracing the smartsite laser ID numbers from the sample assembly. A device history record review for model 2420-0007 lot number 24045522 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24045564 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024 there were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2420-0007 lot number 24045479 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23apr2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
Material# al2420-0007. Batch# unknown. It was reported by customer that IV tubing leaking at manufacturers joint (not connection) leading to spill of hazardous drugs (no staff or patient exposed)¿. Verbatim: rcc received a complaint via email. Chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: english. Cat# of product being complained: al2420-0007. Description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca. Lot or s/n: unknown. Complaint category: fail to function / defective. Reportable: no. Incident date: (B)(6) 2024. Hospital complaint reference #: (B)(4). Details of complaint (reported issue): per customer ¿IV tubing leaking at manufacturers joint (not connection) leading to spill of hazardous drugs (no staff or patient exposed)¿. Additional information per customer: for tracking purposes please reply to all included above in any responses. Reference pic ticket number (B)(4) in the subject line and any reports related to this product concern. Please follow up with xxx at (B)(6)(ext: ) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Complaint noticed: during / after use problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: 1 ea. Samples available? Yes. Is customer requesting an rga? No. Return qty: qty samples: 1 ea.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material# al2420-0007. Batch# unknown. It was reported that the bd as lvp 20d 2ss cv tubing was defective / damaged. The following information was provided by the initial reporter: verbatim: rcc received a complaint via email. Email(s) attached chc complaint reference #: (B)(4). Hospital complaint reference #: (B)(4). Correspondence language: english cat# of product being complained: al2420-0007 description of product: gem v/nv 20d 1cv 2ss dehp-free 20ea/ca lot or s/n: unknown complaint category: fail to function / defective reportable: no incident date: (B)(6) 2024 hospital complaint reference #: (B)(4). Details of complaint (reported issue): per customer ¿IV tubing leaking at manufacturers joint (not connection) leading to spill of hazardous drugs (no staff or patient exposed)¿. Additional information per customer: for tracking purposes please reply to all included above in any responses. Reference pic ticket number (B)(4) in the subject line and any reports related to this product concern. Please follow up with (B)(6) for the product concern outlined below within 3 business days; and advise of any special shipping instructions for pick up, courier or discarding of product. Please investigate and follow up with a written report from your quality assurance as to your findings and resolutions. Product concern ticket number: (B)(4). Complaint noticed: during / after use problem frequency: 1st time. Customer exposure: patient injury: no. Has health canada been informed? Unknown. Qty affected: (B)(4). Samples available? Yes. Is customer requesting an rga? No. Return qty: qty samples: (B)(4).